Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2023-11519. It was reported that the patient presented for in-clinic follow-up. Upon device interrogation, reproducible noise and low pacing impedance were exhibited right ventricular leads. Noise was also noted exhibited by the right atrial lead. Programming changes were made. The patient was stable.